Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was not functioning; the customer was experiencing high blood glucose and the insulin pump alarmed no delivery. The customer, who is a doctor, had checked everything and nothing else was wrong, therefore he believes it had to be the device. The customer complaints that he woke up in the morning with 92mg/dl and it went up to 220mg/dl for no reason; he did take 20 units of insulin to lower his glucose level. The caller mentioned getting continuously no delivery alarms and he was concerned. The customer had changed the infusion sets and the alarm continued. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.